Event description:
The product was returned in dry condition to the manufacturer for examination. It was reported that the device (#fx432t) could not be used due to the facht that the air in the reservoir could not be expelled by pumping. A replacement product was used and the operation was completed. No complications were reported on the patient.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, a visible cut in the membrane of the reservoir was determined. Permeability test: a permeability test has shown that all components are permeable. The reservoir fills with fluid and drains it again. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Result: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. A reservoir fills up over time and deflates the air slowly. This is a regular process. The IFU advises the aspiration and permeability testing of the shunt system prior to placement in the patient. How the above-mentioned problem came about is not clear to us at the time of the investigation. No further actions are required as a result of the complaint.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Preoperative, no patient involvement, limited information product in question: progav 2.0 shuntsystem (fx432t) complaint: when placing the patient in the reservoir, there was air inside the reservoir after ligating the reservoir and the brain catheter. Because the air could not be expelled by pumping, an attempt was made to remove it using a syringe with an injection needle, but the air could not be removed. The use of this product was discontinued and a different product number, the fx433t, was placed in place.